Event description:
During preperation for a therpeutic urological procedure the proximal coil on this stent detached. The procedure was completed successfully with another stent with no pt complications.